Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to a non-product experience. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lv lead has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.